Event description:
It was reported that the caller needed assistance with updating the pump time. Blood glucose levels did not rise above 500 mg/dl or fall below 54 mg/dl, indicating no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller in updating the pump time.